Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had connection issues. The following information was provided by the initial reporter: the disconnection and leakage are occurring with the injector and tubing connection. Is the leakage specific to the connector or locking injector? Is it occurring between both the luer of the injector/ tubing and the connector/tubing? The disconnection and leakage are occurring with the injector and tubing connection to confirm, there are no impacted lot numbers or samples available for these occurrences, correct? Correct does the primary ivf line that disconnected belong to bd? If yes, please confirm the material. Yes, bd material 2426-0007. Will you confirm the dates of events for these six occurrences are noted correctly? 8/27/24, 10/31/24, 12/6/24, 2/28/26, unknown, unknown? Correct.